Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was intermittently freezing up. The device was in use on patients at the time, but no patient harm was reported. He was provided with the part numbers for a replacement cpu fan and hdd, which resolved the issue.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was intermittently freezing up.